Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently failed to inflate for non-invasive blood pressure (nibp) measurements. The issue occurred multiple times without displaying any error messages, even after replacing the cuff and hose. The bme removed the battery and rebooted the bsm, which temporarily resolved the problem; however, the nibp issue eventually returns. No patient harm was reported. Investigation summary: the evaluation shows that the reported issue was duplicated, and the root cause of the reported issue is due to cracked red pin and pump failure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm: model #: mu-631ra, serial #: (B)(6), device manufacturer data: 06/05/2018 (june), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) intermittently failed to inflate for non-invasive blood pressure (nibp) measurements. No patient harm was reported.